Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-111791. This report was submitted as a correction report of the previously submitted report. The reporter country has been updated to france.

Event description:
This notification was opened for review for information received that the remstar auto a-flex was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam particles inside the assembly. During the evaluation of the device at the third-party service center, the device was visually inspected and evidence of visible foam particles inside the assembly was found. In addition, the device had dust/dirt contamination and displayed error codes e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). Lastly, the device was scrapped as per customer request.